Manufacturer narrative:
Device evaluated by MFR.: device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During first inflation, it was noted that the balloon ruptured at 8atm. The procedure was completed with a different device. No patient complications reported.